Manufacturer narrative:
Device was returned: visual inspection was conducted and the array was found with some missing part in one of the faces. Damage was confirmed during visual inspection and functional testing was not conducted since the device was damaged. The complaint can be confirmed. The observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a novasure procedure on (B)(6) 2026, that after the procedure it was noticed there is mesh in the cavity. The physician scoped the patient's cavity and washed it out as the patient had some scattered bits of the mesh/gold particles in the uterus. The physician tried to remove as much as possible. Patient was then prescribed antibiotics. No other information is available.